Event description:
Pt. Has a mic-key gastrostomy; hospitalized with pneumonia. Receiving jevity feeding through g-tube. Staff placed feeding on an IV pump and used IV tubing. Staff tried to connect IV tubing to feeding port, but when it didn't fit, they inserted it into the balloon port, which did fit. The "bal" on the port was to the side and not directly visible. Because it fit well, they felt they were in the correct port and started infusing the feeding. Error not caught for 1 hour over which 70 cc had infused. The balloon did rupture and g-tube fell out the next day. The feeding tube was able to be reinserted without surgical intervention better identification may prevent connecting to balloon port. Staff educated on this brand of g-tube.